Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("extremely heavy periods"), cerebrovascular accident ("multiple strokes in both sides of my brain"), transient ischaemic attack ("multiple tias") and haemorrhage ("multiple hemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), transient ischaemic attack (seriousness criterion medically significant), haemorrhage (seriousness criterion medically significant), adverse reaction ("hoard of other serious medical issues") and depression ("depression"). The patient was treated with surgery (to remove the essure® implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, cerebrovascular accident, transient ischaemic attack, haemorrhage, adverse reaction and depression outcome was unknown. The reporter considered adverse reaction, cerebrovascular accident, depression, haemorrhage, menorrhagia, pelvic pain and transient ischaemic attack to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received: new events pain and depression were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043358) on 03-aug-2015. The most recent information was received on 19-mar-2019. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("extremely heavy periods/menorrhagia/excessive bleeding"), cerebrovascular accident ("multiple strokes in both sides of my brain/strokes"), transient ischaemic attack ("multiple tias/tias"), haemorrhage ("multiple hemorrhages"), systemic lupus erythematosus ("autoimmune disorder type of disorder:possible lupus"), genital haemorrhage ("bleeding") and diverticulitis ("diverticulitus") in an adult female patient who had essure (batch no. 721046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy induced hypertension, pre-eclampsia and abortion nos. Previously administered products included for an unreported indication: iud. Concurrent conditions included polycystic ovaries, anxiety, uterine fibroid, dysfunctional uterine bleeding, urinary tract infection, endometriosis, breast pain, mastalgia, polymenorrhoea, allergy to metals, menstrual disorder, hypertension, heart disease, unspecified, hyperglycemia, atrial fibrillation, nephrolithiasis, hyperlipidemia and morbid obesity. Concomitant products included acetylsalicylic acid (aspirin), alprazolam, bupropion, ergocalciferol (vitamin d2), fish oil, fluoxetine hydrochloride (prozac), hydrochlorothiazide, hydrocodone bitartrate;paracetamol (vicodin), lisinopril, metformin, methocarbamol, naproxen sodium (aleve), nebivolol hydrochloride (bystolic), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), phenazopyridine, phentermine, propranolol (propanolol), simvastatin, topiramate, tramadol, trazodone, warfarin sodium (coumadin) and zolpidem. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches/ head pain"), allergy to metals ("nickel allergy/I've always had problems wearing jewelry since childhood"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced cerebrovascular accident (seriousness criterion medically significant), visual impairment ("vision/eye problems, type:vision impairment") and amnesia ("memory loss"). In (B)(6) 2011, the patient experienced polycystic ovaries ("hormonal changes describe:pcos"). In june 2011, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). In (B)(6) 2012, the patient experienced eczema ("severe eczema") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced infection ("infection (other) "). In (B)(6) 2012, the patient experienced cystitis ("bladder and urinary infections") and urinary tract infection ("bladder and urinary infections"). In (B)(6) 2013, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder:ovarian cyst"). In (B)(6) 2013, the patient experienced cervicitis ("chronic cervicitis/cervix with chronic cervitis"). In march 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and arthritis ("autoimmune disorder type of disorder:possible arthritis"). In (B)(6) 2017, the patient experienced diverticulitis (seriousness criterion medically significant). On an unknown date, the patient experienced transient ischaemic attack (seriousness criterion medically significant), haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), adverse reaction ("hoard of other serious medical issues"), gastrointestinal disorder ("other gi issues"), abdominal pain ("abdominal pain"), bone pain ("bones pain"), pain ("aches and pain all over"), insomnia ("insomnia"), pruritus ("itchy skin") and rash ("rashes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and I had 3 ablations: (B)(6) 2013, (B)(6) 2013 and 2014). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, cerebrovascular accident, transient ischaemic attack, haemorrhage, systemic lupus erythematosus, diverticulitis, adverse reaction, polycystic ovaries, vaginal haemorrhage, cystitis, urinary tract infection, female sexual dysfunction, cervicitis, anxiety, eczema, bladder disorder, urinary tract disorder, headache, ovarian cyst, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, gastrointestinal disorder, alopecia, amnesia, abdominal pain, bone pain, pain and infection outcome was unknown, the genital haemorrhage had resolved and the depression, arthritis, migraine, insomnia, pruritus and rash was resolving. The reporter considered abdominal pain, adverse reaction, allergy to metals, alopecia, amnesia, anxiety, arthritis, bladder disorder, bone pain, cerebrovascular accident, cervicitis, cystitis, depression, diverticulitis, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, haemorrhage, headache, infection, insomnia, menorrhagia, migraine, nausea, ovarian cyst, pain, pelvic pain, polycystic ovaries, pruritus, rash, systemic lupus erythematosus, transient ischaemic attack, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted : date of insertion in previous version were (B)(6) 2010 and now it is given as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Hysterosalpingogram - on an unknown date: status post essure device placement. Assure fallopian tube occlusion.; on 09-sep-2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 19-mar-2019: pfs received. Reporter information were added and updated. Medical history, concomitant drug and lab data were added. Lot number were added. Onset date of event were added and updated. Event : pcos, abnormal bleeding (vaginal), bladder and urinary infections, apareunia (inability to have sexual intercourse), chronic cervicitis/cervix with chronic cervitis, anxiety, possible lupus, possible arthritis, severe eczema, bladder or urinary problems or changes, migraines, headaches/ head pain, ovarian cyst, nausea, nickel allergy/I've always had problems wearing jewelry since childhood, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision impairment, fatigue, weight gain, diverticulitus, other gi issues, hair loss, memory loss, abdominal pain, bone pain, aches and pain all over, bleeding, insomnia, itchy skin and rashes and infection other were added. Event verbatim were updated as multiple strokes in both sides of my brain/strokes, extremely heavy periods/ menorrhagia/excessive bleeding, multiple tias/tias. Outcome for the event depression were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043358) on 03-aug-2015. The most recent information was received on 04-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("extremely heavy periods/menorrhagia/excessive bleeding"), cerebrovascular accident ("multiple strokes in both sides of my brain/strokes"), transient ischaemic attack ("multiple tias/tias"), haemorrhage ("multiple hemorrhages"), systemic lupus erythematosus ("autoimmune disorder type of disorder:possible lupus"), genital haemorrhage ("bleeding"), diverticulitis ("diverticulitis") and autoimmune arthritis ("autoimmune disorder type of disorder:possible arthritis") in an adult female patient who had essure (batch no. 721046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy induced hypertension, pre-eclampsia and recurrent abortion. Previously administered products included for an unreported indication: iud. Concurrent conditions included polycystic ovaries, anxiety, uterine fibroid, dysfunctional uterine bleeding, urinary tract infection, endometriosis, breast pain, mastalgia, polymenorrhoea, allergy to metals, menstrual disorder, hypertension, heart disease, unspecified, hyperglycemia, atrial fibrillation, nephrolithiasis, hyperlipidemia and morbid obesity. Concomitant products included acetylsalicylic acid (aspirin), alprazolam, bupropion, ergocalciferol (vitamin d2), fish oil, fluoxetine hydrochloride (prozac), hydrochlorothiazide, hydrocodone bitartrate;paracetamol (vicodin), lisinopril, metformin, methocarbamol, naproxen sodium (aleve), nebivolol hydrochloride (bystolic), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), phenazopyridine, phentermine, propranolol (propanolol), simvastatin, topiramate, tramadol, trazodone, warfarin sodium (coumadin) and zolpidem. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches/ head pain"), allergy to metals ("nickel allergy/I've always had problems wearing jewelry since childhood"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced cerebrovascular accident (seriousness criterion medically significant), visual impairment ("vision/eye problems, type:vision impairment") and amnesia ("memory loss"). In (B)(6) 2011, the patient experienced polycystic ovaries ("hormonal changes describe:pcos"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). In (B)(6) 2012, the patient experienced eczema ("severe eczema") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced infection ("infection (other) "). In (B)(6) 2012, the patient experienced cystitis ("bladder and urinary infections") and urinary tract infection ("bladder and urinary infections"). In (B)(6) 2013, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder:ovarian cyst"). In (B)(6) 2013, the patient experienced cervicitis ("chronic cervicitis/cervix with chronic cervitis"). In (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and autoimmune arthritis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced diverticulitis (seriousness criterion medically significant). On an unknown date, the patient experienced transient ischaemic attack (seriousness criterion medically significant), haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), adverse reaction ("hoard of other serious medical issues"), gastrointestinal disorder ("other gi issues"), abdominal pain ("abdominal pain"), bone pain ("bones pain"), pain ("aches and pain all over"), insomnia ("insomnia"), pruritus ("itchy skin") and rash ("rashes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and I had 3 ablations: (B)(6) 2013 and 2014). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, cerebrovascular accident, transient ischaemic attack, haemorrhage, systemic lupus erythematosus, diverticulitis, adverse reaction, polycystic ovaries, vaginal haemorrhage, cystitis, urinary tract infection, female sexual dysfunction, cervicitis, anxiety, eczema, bladder disorder, urinary tract disorder, headache, ovarian cyst, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, gastrointestinal disorder, alopecia, amnesia, abdominal pain, bone pain, pain and infection outcome was unknown, the genital haemorrhage had resolved and the autoimmune arthritis, depression, migraine, insomnia, pruritus and rash was resolving. The reporter considered abdominal pain, adverse reaction, allergy to metals, alopecia, amnesia, anxiety, autoimmune arthritis, bladder disorder, bone pain, cerebrovascular accident, cervicitis, cystitis, depression, diverticulitis, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, haemorrhage, headache, infection, insomnia, menorrhagia, migraine, nausea, ovarian cyst, pain, pelvic pain, polycystic ovaries, pruritus, rash, systemic lupus erythematosus, transient ischaemic attack, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted : date of insertion in previous version were (B)(6) 2010 and now it is given as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Hysterosalpingogram - on an unknown date: status post essure device placement. Assure fallopian tube occlusion.; on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.